Event description:
A patient's spouse called and reported four instances when the v-go device fell off of the patient's arm during use. The spouse said they have tried to apply the v-go to other areas of the body without success. A device was reportedly available for evaluation, however to date it has not been returned.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the device fell off event. Device #052461-a was inspected and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint for this device could not be confirmed.